Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a rod was broken. The patient underwent a revision to replace the broken rod.

Manufacturer narrative:
Product analysis :visual and microscopic examination of the rod fractures all display morphology and surface appearance consistent with comparison sample of rod cut. The above observations are consistent with rod cut with rod cutter.

Manufacturer narrative:
Patient underwent initial surgery in "(B)(6) of 2012. In (B)(6) of 2014, the first rod was found to be broken. A revision was done in (B)(6) of 2014 to replace the broken rod. In (B)(6) of 2014, the second rod was reported broken. Patient will undergo a revision to replace the broken rod and to put iliac screws."

Event description:
Updated information: patient underwent initial surgery in "(B)(6) of 2012. In (B)(6) of 2014, the first rod was found to be broken. A revision was done in (B)(6) of 2014 to replace the broken rod. In (B)(6) of 2014, the second rod was reported broken. Patient will undergo a revision to replace the broken rod and to put iliac screws."

Manufacturer narrative:
(B)(4): a review of radiographic images x-rays provided show a complex scoliosis construct from the thoracic region to the iliac crest. The first film show fracture of the rod below the l5 screw and above the iliac crest cross connector on the left. The second film shows skin staples and the rod is not broken however, the position of all screws to the rod on the left are unchanged and it therefore my opinion that this is an initial postoperative film prior to breakage rather than a post revision film. The last ap view shows removal of skin staples and no broken rod. There is a abnormality seen in the area of breakage that could represent excess bending of the rod in order to adapt to the iliac cross connector. Two laterals are also provided, the first before breakage and the second showing the same rod break mentioned above. No other changes in the construct are detected.